Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000108421.

Event description:
It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Surgical intervention may be pending to address the issue. Note : it is unknown which lead is related to this issue.